Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation a 68 y/o male patient had a revision right knee on (B)(6) 2021. Approximately 10 months after the first revision the patient had a second right knee revision on (B)(6) 2022, due to pain. There is no other patient demographic or medical history available. There are no photos or other images of the device provided. No additional information is available. 2nd revision op report - (B)(6) 2022. Diagnosis: synovitis due to polyethylene and polymeric debris there was a large effusion and extensive inflamed synovial tissue consistent with polymeric debris-induced reaction. All components are well-fixed. There was a small area of osteolysis of the posteromedial femur. A compressive sterile dressing was then applied to the knee and the patient brought to recovery in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.